Event description:
The device was used during an spay and neuter procedure. Reportedly, the suture broke post-operatively on a spay and had to be resutured. All clinical strands were discarded. Sterile product being returned for eval.